Event description:
The distributor forwarded a report by their user facility reporting the following incident: in 2006, the pt was admitted to the user facility with an intraparietal haematoma resection, secondary to metastases bleeding of sinovial tumor. At the end of the procedure, an intracranial pressure monitoring catheter was placed due to cerebral edema. Olm kit lot number w51004, expiration date 2008-08, brand name integra camino was used. As per the instruction manual, the catheter was calibrated prior to introducing to pt. The device was introduced according to the instruction manual except for the cranial access kit because of the extent of the craniotomy. When the catheter was placed, the intracranial pressure reading was 240mmhg, which was incompatible with the clinical situation. The clinician tried to change the calibration with the adequate key, but the icp would not go below 200mmhg. The catheter was removed and replaced with the same results. The monitor was turned off and on with the same results. As a result of the high icp values, it was determined not to use the intracranial pressure monitoring catheter.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported info.